Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms. The physician was aware of the out-of-range impedance measurements, but decided to wait until device changeout to address the rv lead. It was noted that capture and sensing was good, and rv pace impedance measurements were 212 ohms when checked on (B)(6) 2020. Additional information received reported that the rv lead remains in service and a new device was implanted. It was noted that the rv pace impedance measurement was 224 ohms at the procedure. No adverse patient effects were reported.